Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+1.0/111 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was reported as lens rotation not associated to a low vault and remained implanted. There was an increase in myopia and astigmatism. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Pt info: unk. Explant date: na. PMA/510(k): this product is not marketed in the us. (B)(4).

Manufacturer narrative:
B5 - "reportedly, there was an increased cylinder correction with lens rotation. The cause of the event was device related and procedure related." Should be added to the initial MDR. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
B1 - corrected to: adverse event in the initial MDR. B2 - required intervention to prevent permanent impairment/damage should be added to the initial MDR. B5 - "reportedly, the toric icl was explanted from the right eye. This resolved the problem. The severity of this report is grade 2/moderate. " should be added to the initial MDR. H1 - corrected to: serious injury in the inital MDR. H6 - health effect - impact code: 2199 should be removed from the initial MDR. H6 - health effect - impact code: 4627 should be added to the initial MDR. Claim #(B)(4).